Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and scope communication error (b30). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited an issue when the scope was plugged into the processor an error message appeared and the screen did not load. The issue occurred during inspection for use. There were no reports of patient harm.